Event description:
It was reported that approx. 6 days after the implantation this lead was explanted due to oversensing in the ventricular channel.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection showed no deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be conforming to specifications and free of defects. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.